Event description:
It was reported that the patient began noticing symptoms about two months ago prior to a revision of the inflatable penile prosthesis. During the revision it was found that the entire right cylinder was in the scrotum and half of the left cylinder was in the scrotum. It is believed by the physician that the patient was oversized and possibly left inflated to much postop, which resulted in opening of the corporotomies. The patient status following revision was uncomplicated.

Event description:
It was reported that the patient began noticing symptoms about two months ago prior to a revision of the inflatable penile prosthesis. During the revision it was found that the entire right cylinder was in the scrotum and half of the left cylinder was in the scrotum. It is believed by the physician that the patient was oversized and possibly left inflated to much postop, which resulted in opening of the corporotomies. The patient status following revision was uncomplicated.